Manufacturer narrative:
(B)(4) - secondary surgery - (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the pt's left eye (os) on (B)(6) 2010 in error. The lens was implanted in the wrong eye, the lens was for the right eye. The lens was explanted on (B)(6) 2010.